Manufacturer narrative:
Corrected data: previously provided UDI is incorrect. UDI for this device is not presently available.

Manufacturer narrative:
Corrected data: section d.4 primary unique device identification (UDI) number was verified and updated to: (B)(4).

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient fell into anaphylactic shock during a cardiac procedure with the use of a 0.035in fixed-core j- curve 3mm x 175cm emerald diagnostic guidewire, three 5f judkin's left (jl) 4 100cm infiniti diagnostic catheter, and a 5.2f judkin's right (jr) 4 125cm super torque plus diagnostic catheter. There were no reports of patient injury. There was no damage noted to the product packaging upon inspection prior to use. The product was inspected before use and appeared to be normal. No information was provided regarding the actions performed on the guidewire to prepare it for use, but no special problems were detected during the preparation. The guidewire was prepped properly according to the instructions for use (IFU). The device was removed easily and intact from the patient. The cardiac procedure was completed successfully at clinique des grangettes in geneva. The patient's condition is completely stable, and they have been at home for several months. However, they will need to undergo a new procedure in the coming weeks. The devices will not be returned for evaluation as they were used months ago, and the devices are no longer available.

Manufacturer narrative:
Corrected data: UDI information was updated. After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h2, h6, and h10. Complaint conclusion: as reported, the patient fell into anaphylactic shock during a cardiac procedure with the use of a 0.035in fixed-core j- curve 3mm x 175cm emerald diagnostic guidewire, three 5f judkin's left (jl) 4 100cm infiniti diagnostic catheter, and a 5.2f judkin's right (jr) 4 125cm super torque plus diagnostic catheter. There were no reports of patient injury. There was no damage noted to the product packaging upon inspection prior to use. The product was inspected before use and appeared to be normal. No information was provided regarding the actions performed on the guidewire to prepare it for use, but no special problems were detected during the preparation. The guidewire was prepped properly according to the instructions for use (IFU). The device was removed easily and intact from the patient. The cardiac procedure was completed successfully at clinique des grangettes in geneva. The patient's condition is completely stable, and they have been at home for several months. However, they will need to undergo a new procedure in the coming weeks. The devices will not be returned for evaluation as they were used months ago, and the devices are no longer available. The reported event ¿anaphylactic reaction¿ could not be confirmed. Information relating to the patient¿s known allergens was not provided and the devices were not returned to determine if any additional exogenous substances could be identified. Identifying the source of anaphylaxis in a cardiac catheterization lab is challenging due to the numerous potential triggers. However, it is imperative to identify the allergen to prevent a reoccurrence during subsequent procedures. If the allergen is unknown, an allergy work up is essential to determine whether the reaction was caused by a specific product used during the procedure. According to the angiographic catheter and the emerald guidewire instructions for use (IFU), ¿do not use if package is open or damaged. Procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.